Event description:
Healthcare professional reported right side rupture. Patient reported joint pain and feeling sick, which is deemed not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data:a2, b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed opening assessed as a fold flaw opening. Observed a piece of missing shell assessed as inconclusive. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and non-penetrating nick were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Patient reported joint pain and feeling sick, which is deemed not device related. The device has been explanted.